Manufacturer narrative:
Evaluation summary: one used scd391 sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off and was returned with the device. The waveguide and broken piece were inspected under magnification to identify the point of initial contact and fracture. The investigation concluded that the titanium waveguide fractured from contact with a metal object during activation. This contact caused the waveguide to crack and eventually break off. The device will not activate if the waveguide is broken. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.

Event description:
The customer reported that during a procedure, the device was difficult to activate. There was no patient injury. Examination of the received device by medtronic found a piece of the waveguide had broken off and was returned.